Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. As a result of the alarm persisting even after the customer attempted multiple corrective actions such as cleaning the speaker holes and replacing the cartridge, technical support decided to send a replacement pump and cartridge. The customer reverted to multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.